Event description:
Information received by medtronic indicated that the customer had a crack on the back side of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2022 23:44:36.000 and (B)(6) 2022 23:44:44.000 according in the error log file/detailed trace file. As per global logic analysis (esf#3926732), pump error 63 alarms (line number 2318 file number 49; line number 707 file number 2006), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 29-nov-2022 in the formatted history file.  Lost sensor1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2022 18:15:00.000. (B)(6) 2022 18:25:00.000. (B)(6) 2022 00:24:00.000. (B)(6) 2022 00:34:00.000. (B)(6) 2022 13:57:00.000. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:00:06.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2022 02:59:35.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. Unable to test for lost sensor 1 alert and no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the back side of the pump. Unable to perform the required testing, test for lost sensor 1 alert and no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1, pcba 2 and force sensor. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.